Manufacturer narrative:
(B) (6). Device evaluated by manufacturer - as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered use error. The dfu states: when treating lesions at a bifurcation, the cutting balloon device can be used prior to placing a stent, but should not be taken through the side cell of a stent to treat the side branch of a lesion at a bifurcation. (B) (4).

Event description:
Same case as MFR#:2134265-2010-02108. It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance occurred. The lesion being treated was located in the mid left anterior descending (lad) artery and diagonal (dx) artery. The physician deployed a 2.50x20mm promus element stent in the mid lad across the dx. The dx closed up slightly after stenting. The physician attempted to ¿open up¿ the dx with a 2.5x15mm apex balloon using side branch access and then further with a 2.5x10mm flextome cutting balloon. The flextome burst inside the diagonal after inflating up to 12atm. The flextome was unable to be properly wrapped up. While attempting to remove the flextome, it some resistance was felt and the flextome became stuck on the promus element, pulling the middle part of the stent away from the vessel wall. Another 2.5x16mm promus element stent was deployed to cover the deformed portion. No patient complications were reported. Patient status reported as "stable".